Manufacturer narrative:
It was claimed that the water entrance the air gas module. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the occurrence of water inside air gas module has been related to malfunctioning hospital's air central system. The air gas module needs to be replaced to resolve the issue. The air gas module regulate the inspiratory gas flow and gas mixture. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. According to the user's manual for servo-u (rev. 03), maximum levels of water, (h2o < 7 g/m3) in the supplied air gas to the ventilator must not be exceeded. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator's gas module was contaminated with liquid. There was no patient harm reported. Manufacturer's ref.#: (B)(4).